Event description:
Healthcare professional reported right side rupture. "Hole, non-specific" was observed during surgery. The device has been replaced.

Manufacturer narrative:
Initial reporter email: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture."